Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump history did not reflect accurate data despite being in use. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.